Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was implanted with an implantable cardioverter defibrillator after the "use by" date. No intervention was performed. The patient was discharged.